Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was oversensing left ventricular (lv) paced beats. The rv lead was reprogrammed and remains in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.